Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.4, lab: 3.18. Tests were done within minutes of each other. Caller was not the test operator; pt information not provided.